Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0h2zn, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0fqv4, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis of the leads, lot #va0h2zn and va0fqv4, found the bodies cut through and segmented with no significant anomaly.

Event description:
It was reported that the patient had subgaleal fluid collection with fluid noted around the leads. The patient¿s entire system was explanted and he recovered without sequela. Nine days later it was reported that the patient¿s edema was reduced by at least 50% after lead removal. The surgeon determined that the patient was hydrocelefic prior to implant and this was not a device issue.